Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3586, serial#: (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for deep brain stimulation. It was reported that the patient had unrelated surgery and the ins and lead were removed because they were not working for them anymore. They also stated that the leads ¿were not going to do any goods anyway¿. There were no further complications reported or anticipated.